Event description:
Delay in surgery due to abnormality in vessel on (r) and had to suture (r) side and place pacemaker on (l) side. When doing so "j" wire pulled into vein and unable to remove. Pt transferred to tertiary care center to remove wire.